Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st set, "flocculation" was observed in the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11:the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed white precipitate inside the set access post-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identification of the precipitate was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.